Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Event description:
It was reported that the insulin pump was experiencing a blank display. The customer¿s blood glucose level was 6.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. Customer stated that insulin pump had replace battery alarm. Customer stated that battery cap was neither damaged nor corroded, the spring was neither damaged nor corroded. The customer reported that the insulin pump display did not returned after restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing.